Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) was brought in for a general change out procedure to upgrade to a bi-ventricular system. On the table, the patient was put into light sedation and upon making the surgical incision, the patient got restless and said they couldn't breathe. A flash pulmonary edema was suspected, and the patient ultimately passed. The ICD remains in situ.